Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling of 5fu. The pump contained glucose 5% and 5fu. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from (B)(4) 2017 ¿ (B)(4) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.